Event description:
It was reported that a patient presented with a high pacing impedance alert on their right ventricular (rv) lead. No changes or intervention was performed; the device will continue to be monitored there were no patient consequences.